Manufacturer narrative:
Spacelabs received the report from the customer for this issue on (B)(6) 2016. Additional information was discovered on 8/24/2016 that changed the determination to a reportable event; patient monitoring was interrupted. Spacelabs has initiated a field corrective action and notified the FDA of this activity. We notified customers of this activity with a letter dated on august 25th, 2016. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6), four channels displayed an offline message in the patient zones on the central monitor. No injury was reported as a result of this event.